Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was resumed. Customer reported that blood glucose was 50 mg/dl due to administering too much insulin via manual injections. Reportedly customer had been relying on continuous glucose monitor (cgm) for blood glucose values and was unable to see cgm data due to the pump malfunction.